Event description:
Patient reported left side is "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "firm and looks abnormal due to capsular contracture", baker grade iii.

Event description:
Patient reported left side is "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional confirmed capsular contracture, baker grade iii. Device has been explanted.

Event description:
Device has been explanted.